Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of the interrogation report indicated that here is potential oversensing on the atrial lead channel during stored egms (electrograms). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was conducted and from the information obtained it was reported that review of the strips indicated atrial fibrillation (af) and that there was no indication of atrial lead oversensing. There is no performance issue with the atrial lead and the lead remains in use.